Event description:
The sales rep reported that during an acl repair, the distal tip of the milagro driver broke off into the fixation screw while the fixation screw was being driven into the bone tunnel. The fragment was not able to be retrieved, but it remains within the fixation device both captured within the bone. The procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded at user facility.

Manufacturer narrative:
Nothing is being returned for evaluation and no lot number has been supplied. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming info received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.